Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, bending the angle in the up direction does not meet the standard value; due to wear of the angle wire, the torque of the up/down knob exceeded the standard value; due to deformation of the up/down knob, water tightness was lost; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the distal sheath adhesive had a chip, crack, and white clouded area; water removal ability did not meet the standard value due to nozzle clogging; the image guide protector was damaged; the adhesive around the objective lens was peeled; the adhesives around the light guide lens had a white-clouded area; due to the adhesive peeling around the objective lens, a streak of flare appears in the image; the electrical connector had discoloration due to water leakage; the water removal ability did not meet the standard value; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the angulation works but the angulation control knob felt too stiff on the evis lusera colonovideoscope. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.